Event description:
This is filed to report thrombus. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, the transseptal puncture was completed and the steerable guide catheter (sgc) was inserted. After the sgc was inserted, a big clot was observed in the septum. The thrombus was treated with additional heparin. Two mitraclips were able to be implanted and the mr was reduced to grade 1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
He device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus cannot be determined. Additionally, the reported patient effect of thrombus is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.